Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as it "might be related to the calcium built up in the patient's showerhead"; however, as this could not be medically confirmed and further information was unable to be obtained, the cause of the peritonitis event will be assessed as unknown. It was reported the patient was hospitalized for the event the same day as onset. Treatment for the event was not reported. The patient was discharged seven days after admission, and then readmitted two days later. Four days after the second admission the patient was discharged again. At the time of this report, the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported the patient was treated with unknown antibiotics for the peritonitis event. On an unreported date the pd catheter was removed and the patient was placed on hemodialysis (for 4 weeks). At the time of this report the patient is recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.